Manufacturer narrative:
Additional information was added to h3, h4 ,and h6: h4: the device was manufactured from october 11, 2019 - october 14, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed an image of the device. The reported issue could not be refuted. The most probable cause of the condition is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. At the end of 69 hours of infusion, 20ml of fluid remained in the device. The device had been filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.